Event description:
The manufacturer received information alleging a bipap vision did not alarm when the tubing became disconnected and the patient expired. The device has been evaluated by the manufacturer's field service technician. The customer's complaint was not confirmed. The device operated and alarmed to design specifications and passed all final testing. The technician found error codes logged within the error log system but is unable to tell when the errors occurred for the error codes are not dated. The pca was replaced to address the error codes. The manufacturer concludes the device operated and alarmed to design specifications. The device did not cause or contribute to the patient's death.